Event description:
It was reported that when the ht steelcore 18 guide wire (gw) was removed from the package, the outer tip coating had separated, and the coils became exposed and stretched. Although the gw coating had separated the gw remained in one piece. Another steelecore gw was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.